Event description:
It was reported that the pump exhibited a contaminated battery compartment. During physical inspection, it was found that the downstream occlusion seal separated from the bezel and there was damaged to the upstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found the downstream occlusion seal separated from the bezel and the upstream occlusion seal was damaged. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to unknown. As a result, the downstream/upstream occlusion seals were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.